Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was a patient representative contacted pats today requesting a meeting between patient and a manufacturer representative tomorrow at their (pn) mgmt. Appointment with hcp. The patient explained they were hospitalized last month to remove blood clots from lungs, legs (unrelated). During this time, patient said they were placed in a machine without their neurostimulator (ins) battery being turned off or put into MRI mode. Patient described a painful, charging sensation during the time and is now experiencing arm spasms. Pt rep stated the hcp asked that they contact manufacturer to schedule a rep to attend appointment. Rep reported that the patient was seen at her pain physician¿s office on (B)(6) 2022. She had recently had an ultrasound to assist with blood clotting issues. She stated that the technician told her it was ok to leave her system on while receiving this procedure. She said that she experienced an increase in stimulation in the generator pocket area while it was being performed. She did report intermittent arm spasms since the incident. The patient¿s system was interrogated. Lead connections and impedances were all good. Paresthesia areas and levels were all satisfactory. The patient had no tenderness at the generator site. The patient was having no difficulty in recharging her system. The patient seemed to be pleased with the pain relief that her system provided. Rep told the patient that whenever she has any diagnostic testing done to please turn her system to zero and to turn off. Since her system was put in for low back and lower extremity pain, rep had no correlation to report on the arm spasms. Patient has not experienced the increase in stimulation since the procedure. Rep did not know the frequency of her arm spasms, nor did they witness any. The patient will be following up with her hcp. We will be notified to attendif we are needed.